Event description:
The sister of a patient ran out of the room to find a nurse to call for help. She yelled, "patient is bleeding." Two rn's entered the room to find a significant amount of blood on the floor. Tubing was connected to a central line (broviac), and the connection was intact. However, there was fluid and blood dripping partway out of the primary IV tubing. A hole in the tubing was observed. The patient was stable. The patient's hemoglobin level was 12 on admission and 10.9 the following day. The break to the sterile IV system puts this oncology patient at greater risk for a blood stream infection. There was a potential for greater blood loss had there not been someone at the bedside.